Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis evaluation results confirmed the issue that the tip of the instrument was broken. The distal clevis of the instrument was noted to have char marks on the opposite side of the conductor wire. The conductor wire was not damaged and the electrical test was performed and passed testing. No other damages were found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was observed during central processing that the end of the tip of the permanent cautery spatula was broken and hanging off the instrument after cleaning. No patient harm, adverse outcome, or injury was reported.